Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was exchanged with a longer length lens due to low vault on (B)(6) 2020. This resolved the problem.cause of the event is reported as unknown.